Manufacturer narrative:
Product ID :37761, serial# unknown, product type: recharger. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4). See related regulatory report # 3007566237-2016-01796.

Event description:
The patient reported experiencing a loss of therapy and no stimulation. The replacement implantable neurostimulator recharger (insr) was received but the patient was still having issues including being unable to recharge. However, the patient was getting all eight coupling boxes, was able to charge and had the implant flashing 50% charge. It usually took a while to place the antenna correctly, but when done, all the coupling boxes were shaded. The ins was charged last thursday ((B)(6) 2016) but no stimulation was felt. Per the patient programmer, stimulation was on. The patient tried to synchronize with the patient programmer, and the "device not supported" screen appeared. The patient again tried to synchronize using the patient programmer, and the "poor communication" screen appeared. The patient was able to change stimulation and increased to 3.0v. Stimulation felt comfortable. The patient experienced pain in the legs and was unable to walk. The patient reported experiencing a loss of therapy and no stimulation. The replacement implantable neurostimulator recharger (insr) was received but the patient was still having issues including being unable to recharge. However, the patient was getting all eight coupling boxes, was able to charge and had the implant flashing 50% charge. It usually took a while to place the antenna correctly, but when done, all the coupling boxes were shaded. The ins was charged last thursday ((B)(6) 2016) but no stimulation was felt. Per the patient programmer, stimulation was on. The patient tried to synchronize with the patient programmer, and the "device not supported" screen appeared. The patient again tried to synchronize using the patient programmer, and the "poor communication" screen appeared. The patient was able to change stimulation and increased to 3.0v. Stimulation felt comfortable. The patient experienced pain in the legs and was unable to walk. The patient reported that now she was able to recharge but the minute she takes it off, it quits stimulating, noting no stimulation. The patient noted that on sunday her legs gave out; she completely collapsed at work and could not function. The patient's legs gave out; they were barely able to walk and were in lots of pain, but managed to get through the workday yesterday. The patient had not checked the implantable neurostimulator (ins) with the patient programmer (pp). When speaking with the manufacturer about a recharge session, the patient reported stimulation was off, getting two coupling boxes, the ins battery was showing ¾ full. The patient thought the stim off button may have been accidentally pressed. Stim on was pressed. This resolved the issue. On (B)(6), the patient also noted having had a fall two weeks ago. Since that fall, the patient programmer worked better without the antenna. The ins would not charge last night, (B)(6) 2016. The patient then confirmed being able to connect, noted getting eight coupling bars, and confirmed that stimulation was on. The patient reported needing a new health care professional (hcp). Indication for use included failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.